Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred during the load process. There was no patient involvement, as the pump was being used for demonstration purposes at the time of the event. The contact successfully loaded a new cartridge.